Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 9/30/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed a simplicity handpiece with a fully engaged inserter. The lens module to cartridge assembly was inspected and no issues were identified. Inspection of the cartridge revealed viscoelastic residue on the inside of the cartridge, stretch marks along the length of the tube within standards, and cartridge tip damage. The received lens was also inspected revealing viscoelastic residue on the optic body and haptics. The lens was cleaned and no cosmetic issues were identified. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) failed to eject the lens correctly, the inserter hooked on the back haptic and the lens then released from the cartridge due to the pressure of failed inserter. There was patient contact with patient's right eye. The procedure was completed successfully using backup lens of same model and diopter. No medical/ surgical interventions were done. No further information available.